Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. Ventricular lead perforation was suspected based on patient symptoms (pain) and confirmed by the physician through x-rays on 11 march 2024. However, since no x-rays were provided, it was not possible to confirm the reported perforation. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
On (B)(6) 2023, the vega r52 ventricular lead was implanted and positioned in the septum in a single attempt and the screw was extended within the specified number of turns. At the end, electrical measurements were correct. On (B)(6) 2024, a ventricular perforation was discovered due to patient pain and, on the same day, a re-intervention via thoracotomy was performed to explant the lead and implant a new vega lead.